Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location. Block h11: investigation results. Investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve."; however, it was reported that the balloon was pre-inflated. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Risk review: a risk review was completed and confirmed that the event of "balloon pinhole" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the cre balloons - wireguided dase device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a dilation procedure performed on (B)(6) 2026. During the procedure, the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.